Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, r wave amp variation, helix mechanism issue, and connector pin bent. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture, r wave amp variation, and helix mechanism issue were confirmed, while the reported event of the connector pin bent was not confirmed. Visual inspection found the helix was partially extended and clogged with blood/tissue. X-ray examination found the inner coil was over-torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found internal shorts between conductors due to the over torqued inner coil. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported events of failure to capture, r wave amp variation, and helix mechanism issue was isolated to the over-torqued inner coil at the connector region.

Event description:
New information indicated a retraction issue, and the lead connector pin was bent.

Event description:
Related manufacturer reference number: 2017865-2024-65439. It was reported that the patient presented to the clinic. No capture and poor sensing were noted on both right atrial (ra) and right ventricular (rv) leads. A chest x-ray confirmed dislodgement, and twiddler's syndrome was suspected. Lead reposition was performed on (B)(6) 2024, and the twiddler's syndrome was confirmed. The ra lead was repositioned in a right atrial appendage without issue. The helix on the rv lead could not be extended. The rv lead was removed and replaced. There were no adverse health consequences, the patient was stable.